Manufacturer narrative:
The device sc-1132 serial number (B)(6), was not returned to boston scientific for analysis. However, a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on the available information, a product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, difficulties charging the ipg is noted within the IFU as a potential risk associated with the use of the device. Boston scientific has assigned and investigation conclusion code unable to exclude device problem. The devices sc-2316-50, serial number (B)(6) were not returned to boston scientific for analysis. However, a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on the available information, boston scientific has assigned and investigation conclusion code known inherent risk of device. The devices sc-3400-30 serial number (B)(6) were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on the available information, boston scientific has assigned and investigation conclusion code unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2316500 . Model: sc-2316-50 . Serial: (B)(6). Batch: 18437628. UDI: ((B)(4). Product family: scs-linear leads. Upn: m365sc2316500 . Model: sc-2316-50 . Serial: (B)(4). Batch: 18437628. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300 . Model: sc-3400-30 . Serial: (B)(4). Batch: 20175074. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300 . Model: sc-3400-30 . Serial: (B)(4). Batch: 20175074. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties with the implantable pulse generator (ipg) and inadequate stimulation from the leads. Additionally, the patient wanted access to (magnetic resonance imaging) MRI conditionality. The patient is recovering well postoperatively. In accordance with facility policy, the devices were disposed of and will not be returned. It was further noted that electrocautery was utilized during the procedure.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties with the implantable pulse generator (ipg) and inadequate stimulation from the leads. The patient is recovering well postoperatively. In accordance with facility policy, the devices were disposed of and will not be returned. It was further noted that electrocautery was utilized during the procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 18437628. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 18437628 UDI:(B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 20175074 UDI:(B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 20175074. UDI:(B)(4).